Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 36 mg/dl and the cause was not known. Customer's parents assisted by providing food/juice to address low bg. Reportedly, the customer discussed the event with an endocrinologist.